Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to fsr damaged by moisture. Unable to perform occlusion test, delivery accuracy test test and excessive no delivery test due to prime anomaly. Unit received with cracked case at the reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's different blood glucose value was 43 mg/dl and 300 mg/dl. Customer¿s blood glucose was 358 md/dl at the time of incident and current blood glucose was 63 md/dl. Customer was treated with syringe. Customer does not allege pump was under delivering. Customer advised to check for protruded, loose, customer report sticking out or flush drive support cap and the drive support cap appears normal. Customer stated that they declined to check for the presence of leaks or air bubbles in the tubing. The customer was assisted with troubleshooting and declined for low blood glucose. Product will be returned for analysis.